Manufacturer narrative:
Additional narrative: patient identifier, date of birth/age, and weight are unknown. This report is for one (1) unknown 2.7mm locking screw. Per facility, the complainant part(s) will not be returned for manufacturer review/investigation. (B)(6). Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a patient was treated with a synthes wrist fusion plate on (B)(6) 2011. Postoperative x-ray(s) were taken on an unknown date due to reported pain. It was discovered that the screw head of an unknown 2.7mm locking screw had broken. The broken screw was located at the first hole in the distal portion of the plate. As a result, the patient underwent a revision procedure on (B)(6) 2015 during which the plate and screws were removed. The revision surgeon did not feel that the underlying pathology required a wrist fusion plate and, therefore, opted to not replace the hardware. No additional information is available at this time. This report is for one (1) unknown 2.7mm locking screw. This report is 1 of 2 for (B)(4).